Manufacturer narrative:
This report is submitted on may 18, 2023.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2022, to reposition the electrode. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.